Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient experienced an appropriate shock delivery to convert their torsade de pointe (ventricular fibrillation) arrhythmia. However, this data was not remotely transmitted for three days. Boston scientific technical support (ts) was contacted and it was concluded there were numerous failed server connections from the communicator over the course of those three days. Ts also discussed the network was unstable and the communicator may have been unplugged. It was stated the patient was hospitalized, but no further information was provided. At this time, this subcutaneous implantable defibrillator (s-ICD) system remains implanted and in-service.

Event description:
Boston scientific (bsc) received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized for unknown reasons. Hospital personnel noted that the patient had experienced a ventricular fibrillation (vf) arrhythmia where the s-ICD delivered appropriate shock therapy that converted the arrhythmia; however, the vf episode data was not transmitted to the clinician website via the latitudetm nxt remote communicator until three days later. Bsc's technical service (ts) was contacted to further investigate the data transmission delay. Bsc ts reviewed the latitude nxt communicator data and noted numerous failed server sessions during the time of the event, indicating the latitude nxt remote communicator was experiencing difficulties connecting to the server. Bsc ts determined that the patient's cellular/internet network was weak and unstable around the time of the event, which led to difficulties with the latitude nxt communicator connecting to the server. The patient was reported to be feeling well, and the s-ICD system remains implanted and in-service.

Manufacturer narrative:
Further investigation determined that the delay in the transmission of the vf episode data to the clinician website was caused by an unstable or weak cellular/internet network at the time of the event, which caused the latitude nxt communicator to experience difficulties connecting to the server. The emblem s-ICD did not experience telemetry problems or prevent the vf episode data from being transmitted to the clinician website; the emblem s-ICD functioned appropriately and delivered shock therapy that successfully converted the patient's arrhythmia. As a result, this event was reassigned the investigation conclusion of 'no problem detected' as the delayed data transmission was due to a weak and unstable cellular/internet network and not due a product performance problem with the implanted emblem s-ICD.